Event description:
The technician alleged the brake casters are not holding when put into brake mode. No patient impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.